Manufacturer narrative:
Evaluation summary: customer reported that "bleb disappearance and iop increase were observed after the surgery". No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A doctor reported that bleb disappearance and intraocular pressure (iop) increase were observed following a glaucoma filtering device implant procedure. Suture lysis, needling and conjunctival suturing due to aqueous humor leakage were performed. Another filtering device implant procedure was performed and symptoms are recovering.